Event description:
On (B)(6) 2017 (con): no additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional and a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient fell down a six inch embankment with a heavy walker, and therapy stopped working some time in (B)(6) 2016. The patient stated that they could not hit a nail with a hammer. The patient had the devices replaced on (B)(6) 2016. The healthcare provider reported that there was no response from the device on the left, and an open circuit on the right device. [Refer to manufacturer report #3004209178-2017-02462 for details pertaining to the reportable related event.]